Manufacturer narrative:
Device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with its introducer sheath. Visual and microscope inspection of the returned device found that the delivery wire was kinked most likely as a result of handling of the device during the procedure. The main coil was broken from the delivery wire and was not returned. The delivery wire detachment zone inspection confirmed that the main coil was broken from the detachment zone. It was reported that the anatomy of the patient was tortuous. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, the assignable cause of operational context has been assigned to the observed main coil breakage.

Event description:
Analysis of the returned device found that the main coil had broken/fractured. There were no reported patient complications.